Manufacturer narrative:
E1: patient city: (B)(6). Patient country: turkey. (B)(6). E1: name: (B)(6). Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient faced hyperglycemia event on (B)(6) 2026. The blood glucose level was high and was treated with insulin injection. Patient experienced bent cannula due to infusion set was inserted into scar tissue.